Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Fluid was able to flow through the entire fluid path without issue. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The pcb was observed to be corroded. The battery voltages were measured and found to be low. The device was connected to a power supply for download and was unable to download. The pcb was then removed and connected to a power supply for download. Data was not recoverable due to the corrosion of the pcb. A leak test was performed and no leaks were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.